Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an issue when trying to place the arterial catheter in a patient. During the insertion, the guide wire was inserted and upon removal the clinician found the wire was unraveled. There was no patient death or complications reported. Follow up information states another kit was opened and used successfully.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire unraveled upon removal was confirmed. The customer returned one guide wire. Visual examination revealed that the guide wire is kinked, unraveled and separated from the distal end. The distal weld was not present on the end of the coil wire and was not returned. Microscopic examination confirmed the missing distal weld and that necking was observed at the end of the core wire. The proximal weld was observed to full and spherical. A manual tug test confirmed that the proximal weld was intact. The kinks were measured at 7mm, 1.9, 3.6, 17.3 cm from the distal end of the core wire. The broken core wire measured 353 mm in length, which meets the length specification of 350- 355.6 mm per the guide wire graphic; therefore, no pieces appear to be missing. The diameter of the guide wire measured 0.614 mm, which is within the outside diameter specification of 0.610 mm - 0.635 mm per the guide wire graphic. The instructions for use describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records for the guide wire based on sales history. Other remarks: did not reveal any relevant findings. No manufacturing defects were found during this investigation. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.